Event description:
On (B)(6) 2012, the patient contacted animas alleging that her blood glucose (bg) has been erratic the last few days. The patient reported bg readings ranging from 45 mg/dl to 300 mg/dl. The patient claimed she felt dizzy with the low bg and treated with juice. The patient denied developing any symptoms with the high bg. At the time of the call, the patient reported a current bg of 156 mg/dl. At the time of troubleshooting, the patient confirmed the pump's date and time were correct and all settings were programmed as desired. Customer support noted no associated alarms in pump alarm history except for a low cartridge. The patient denied any issues with site; however, at the time of the call, the patient informed customer support that she was changing her site every 4 days because she had no medical insurance. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was used after the complaint (B)(6) 2012; the history and the black box for the complaint have been overwritten and are no longer available for evaluation. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. The force sensor calibration check determined the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. The keypad was observed to be torn near the up key. All keys are responsive to user input. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.